Event description:
As reported on user facility report (B)(4): "jet ventilator alarmed ventilator malfunction while running on patient with no resolve after troubleshooting." No patient injury or impact reported.

Manufacturer narrative:
User facility report (B)(4) was received by bunnell on 04/09/2026. This was bunnell's awareness date for this event as the event was not previously reported to bunnell. The device information provided in the user facility report is inconsistent with a bunnell device. The serial number reported (B)(6) is inconsistent with any serial number assigned to a bunnell device. The user facility was contacted to confirm the information related to this event. The representatives were unable to confirm the serial number associated with the event. No additional information was provided to bunnell. Without the ability to evaluate the device, bunnell was unable to confirm if the event described was due to a device malfunction. If the event described involved a bunnell device it is possible the device alarmed to notify the user of a change in the patient's condition. As no device has been returned by the user facility for failure investigation, it is likely the functionality of any related bunnell device was not in question. No patient injury was reported on the user facility report. It is concluded this event is not reportable by bunnell. This report is being submitted in response to the user facility report.